Event description:
It was reported that the patient¿s ¿stimulation therapy was scheduled at 10 pm to shut down and did not produce coverage in her legs.¿ it was further noted that the patient¿s last appointment was on (B)(6) 2013 and the patient ¿felt that the manufacturing representative messed up the settings.¿ it was further noted that the device was ¿set at 10 pm to reduce the settings and then all of her symptoms came back.¿ it was noted that the patient was unsure if it was at 10 pm specifically, but it occurred in the middle of the night. It was further noted that ¿it had to be something dealing with her legs.¿ it was further noted that during the week of the report, the patient ¿could be standing there and it was like the whole thing shut down.¿ it was noted that the patient was standing for ¿quite some time and then all of a sudden it shut down.¿ it was noted that the patient¿s settings were checked. It was noted that the patient was in the upright position and the amplitude of ¿one of them was at 5.3v and the second one was at 5.0v.¿ it was noted that this was the setting that the patient expected. It was further noted that the patient moved and synched and had the same setting. It was noted that the patient could feel the setting, but it was not as strong as it was. It was further noted that ¿one was set on 4 .8v and the other was on 4.9v and the patient could feel it and it was strong enough.¿ it was noted that the patient was lying in the back position. It was noted that the patient rolled to her right side to see if it recognized that the patient had moved and it ¿was labeled left side.¿ it was further noted that the patient synchronized their device and it was at 5.1v and 5.8v but it wasn¿t as strong as when she was laying on her back. It was noted that the patient increased one to 5.4v and the other one to 6.0v and ¿it really was in her right leg.¿ additional information reported that the patient¿s stimulation was switching groups. It was noted that this began at about 1:30-2 am and was not covering her leg pain. It was noted that the patient was losing sleep.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).